Manufacturer narrative:
The affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. The customer's reported problem was verified by functional and performance testing. The reported issue was caused by the flow block failure. The flow blocks are no longer available as repair or replacement parts and so the products were returned to the customers without being repaired. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that when measuring the oxygen concentration in an air mix a high reading of 80% was obtained. There were no patient harm or adverse events reported as a result of the event.